Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the maryland bipolar forceps instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical extraperitoneal w/o lymphadenectomy surgical procedure, the maryland bipolar forceps instrument did not open when in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and the grip cable was found to be loose at the clamping pulley. As a result, intuitive motion was not being experienced at the wrist. The root cause is a component failure. Additionally, the instrument was found with a cracked clamping pulley where the loose grip cable resided. The root cause is attributed to mishandling, such as improper cleaning. The instrument was also found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.